Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Partial resection of small intestine, the surgeon clamped the tissue and tried to fire the device, however, it could not be fired. A new device was used to complete the case. No patient injury.